Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 20244, around 12:00pm, the patient's cgm was reading between 345-379 mg/dl. No bg meter reading was taken. The patient self-treated with 10 units of insulin. Despite treatment, the cgm values continued to fluctuate between 345-379 mg/dl. Around 3:30pm, the patient began feeling dizzy and started vomiting. The patient eventually lost consciousness. The patient was taken to the emergency room by her husband. At the ER, the patient¿s cgm was still reading between 345-379 mg/dl and the bg meter was reading 45 mg/dl. The patient was treated with IV ¿sugar water¿. The patient regained consciousness around 8:30pm when her bg meter reading was 118 mg/dl. The patient was discharged home around 9:30pm. The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.